Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The cfn failure analysis technician determined the alleged faulty component was the main pcba (printed circuit board assembly). The cfn failure analysis technician reported to have replaced the main pcba with a new one and performed a full ovp (operational verification procedure) test per service manual. The suspect device was repaired and returned to the customer.

Event description:
The carefusion (cfn) failure analysis technician reported a xdcr (transducer) fault error, while repairing the vela ventilator. The cfn failure analysis technician reported the issue was discovered during the evaluation and repair of the suspect device. There are no earlier report of xdcr fault error from the initial reporter. There is no patient involvement associated with the event.